Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had battery failed alarm and multiple pump error alarm. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated battery compartment and spring were neither damaged nor corroded. Customer was able to clear the alarm and rewind the insulin pump. Customer stated that the insulin pump passed self and displacement test. The customer was assisted with troubleshooting and issue resolved. No harm requiring medical intervention was reported. Troubleshooting was performed. The insulin pump will not be returned for analysis.